Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was calculating too large of a bolus for customer's blood glucose (bg) level. Customer's bg level was 279mg/dl. Tandem technical support was unable to confirm the allegation as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.